Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the retention sample evaluation. The product code and lot number is unknown for this complaint. Based on the customer's sales history, the following are potential product codes and lot numbers: sg3+2138 with the following lot number: 141125c. (2) sg3+2051 & sg3+2151 with the following lot number: 141124c. (3) sg3+2151 with the following lot number: 150107c. (4) sg3+2238 & sg3+2325 with the following lot number: 150515d. (5) sg3+2325 with the following lot number: 150511d. (6) sg3+2151 with the following lot number: 150613c. (7) sg3+2238 with the following lot number: 150506d. (8) sg3+2238 with the following lot number: 150504d. (9) sg3+2325 with the following lot number: 150516d. (10) sg3+2238 & sg3+2325 with the following lot number: 150703d. (11) sg3+2238 & sg3+2325 with the following lot number: 150702d. The actual sample was not returned to the manufacturing facility for evaluation and the product code and lot number is unknown. Therefore, the investigation was based on evaluation of user facility information and retention samples of the above stated potential product/lot combinations. A visual and sensory inspection revealed no defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specifications. The supplied sg3 sheath and collar of the potential lots have undergone in-process visual inspection during molding process and revealed no defects. Functional testing could not reproduce the reported failure. A review of the lot history records was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Manufacturer narrative:
UDI - not required until 9/2016. The actual device was not returned to the manufacturer for evaluation. The investigation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. Device not returned to manufacturer.

Event description:
A pharmaceutical company reported "problem with safety device on maintena syringe: accidental needle stick for nurse." Additional information was reported on 5/3/2016: "patient received injection that had a problem with safety device. A nursing director reports that a patient of unknown age and gender was started on abilify maintena (aripiprazole) injection at an unknown dose and frequency on an unknown date for an unknown indication. Relevant medical history, drug history and concomitant medication information is unknown. On an unknown date the patient received an abilify maintena injection that had a problem with the safety device on the syringe. It is unknown if any relevant tests were done. As of (B)(6) 2016 it is unknown if the patient continues on abilify maintena and the outcome of getting the abilify maintena product that had a problem with a safety device on the syringe is unknown."

Manufacturer narrative:
This report is being submitted as follow up # 2 to provide the additional reported potential lot evaluation. The product code and lot number is unknown for this complaint. The following is the lot reported to be potentially involved in the reported complaint: lot number (1) 141218c. Based on the manufacturing records, the following are equivalent codes that were distributed to the customer: sg3+2051 and sg3+2151. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based on the evaluation of the user facility information and retention samples of the above stated potential lot. A visual and sensory inspection revealed no defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed to meet manufacturer specification. The supplied sg3 sheath and color of the potential lot have undergone in-process visual inspection during molding process and revealed no defects. Functional testing could not reproduce the reported failure. A review of the lot history records was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and samples from the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.